Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the system was explanted to address the issue.

Manufacturer narrative:
The reported event for ineffective therapy was confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the stimulation end (paddle) revealed channels 1-b, 9, 15-b, and 16-b lead wires were detached from the paddle electrode. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.